Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Pt complaining of: increase in pain, shooting pains, embarrassing squeak. Pt notified in (B)(6) 2010 of recall. Underwent exam in (B)(6) 2011. Pt had elevated chromium and cobalt levels. Hospitalized on (B)(6) 2011. Revised on (B)(6) 2011.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 2 november 2015: updated to legal. Updated reasons for revision to include component loosening (head). Added manufacture and expiry dates for products. Taken from new asr legal claim.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.